Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2023-36176 upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in one piece which measured 308.9cm. The exposed glass tip measured 4mm and had normal degradation. During functional testing, there was no light present from the sma connector, indicating a fracture within the connector. In addition, burn marks were identified on the face. Based on investigation results and information available, the most probable cause was determined to be cause traced to component failure. It is likely that the procedural handling of the device during use contributed to the damage to the fiber. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber. Also, the connector being fracture in addition with the interaction with the console could have led to the connector overheating. According to the instructions for use (IFU), in the event of no output energy fiber connector may be hot to touch.

Event description:
It was reported that during a procedure using the console set at 18hz and 1.2j, the fiber emitted a burning smell and experienced a decline in output. Notably, the fiber had been used eight times previously and had undergone steam sterilization. Despite replacing the fiber, the issue persisted, resulting in the second fiber to burn as well, so the customer suggested inspecting the console. The procedure was successfully completed using an alternative method with no patient complications. This complaint refers to the second fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2023-36176. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in one piece which measured 308.9cm. The exposed glass tip measured 4mm and had normal degradation. During functional testing, there was no light present from the sma connector, indicating a fracture within the connector. In addition, burn marks were identified on the face. Based on investigation results and information available, the most probable cause was determined to be cause traced to component failure. It is likely that the procedural handling of the device during use contributed to the damage to the fiber. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber. Also, the connector being fracture in addition with the interaction with the console could have led to the connector overheating. According to the instructions for use (IFU), in the event of no output energy fiber connector may be hot to touch.

Event description:
It was reported that during a procedure using the console set at 18hz and 1.2j, the fiber emitted a burning smell and experienced a decline in output. Notably, the fiber had been used eight times previously and had undergone steam sterilization. Despite replacing the fiber, the issue persisted, resulting in the second fiber to burn as well, so the customer suggested inspecting the console. It was noted that the second fiber had been used 5 times. The procedure was successfully completed using an alternative method with no patient complications. This complaint refers to the second fiber.

Event description:
It was reported that during a procedure using the console set at 18hz and 1.2j, the fiber emitted a burning smell and experienced a decline in output. Notably, the fiber had been used eight times previously and had undergone steam sterilization. Despite replacing the fiber, the issue persisted, resulting in the second fiber to burn as well, so the customer suggested inspecting the console. The procedure was successfully completed using an alternative method with no patient complications. This complaint refers to the second fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2023-36176.